Event description:
It was reported that the stopcock separated from tap with a bd connecta¿ stopcock. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 3 incidents of disconnections from the 3 way tap recently while administering inotropes, which never normally occurs. Customer has noticed that the packaging has changed and the product looks slightly different and wondering if any changes have contributed to these disconnections.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes? D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a device history record review was performed for provided lot number 9277371 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. A device history record review was also performed for lot number 8254933, the lot number of the additional returned comparison samples, and the review did not reveal any quality issues during production. To aid in the investigation of this incident, both picture and physical samples were returned for evaluation by our quality engineer team. The samples were functionally tested. The test results did not reveal any signs of leakage, disconnection, or separation. There is a slight difference between packages, related to the print information, however this change does not have any impact on the design of the actual device. Based on the investigation results, an exact cause could not be determined for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopcock separated from tap with a bd connecta¿ stopcock. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 3 incidents of disconnections from the 3 way tap recently while administering inotropes, which never normally occurs. Customer has noticed that the packaging has changed and the product looks slightly different and wondering if any changes have contributed to these disconnections.